Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer stated that the buttons were unresponsive and there was a battery out limit alarm on the screen. Customer stated that she kept the batteries in the refrigerator. Customer was explained that this can cause condensation inside the battery compartment, which can affect the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.